Event description:
There was an allegation of questionable calcium gen.2, glucose, creatinine, ast (aspartate aminotransferase), cholesterol, total protein, and hdl (hdl-cholesterol) results for 1 patient sample on a cobas c 503 analytical unit. The initial calcium result was 2.2 mg/dl and the repeated result was 9.4 mg/dl. The initial glucose result was 48 mg/dl and the repeated result was 92 mg/dl. The initial creatinine result was <0.17 mg/dl and the repeated result was 2.40 mg/dl. The initial ast result was 48 u/l and the repeated result was 21 u/l. The initial cholesterol result was 86 mg/dl and the repeated result was 176 mg/dl. The initial total protein result was 4.0 g/dl and the repeated result was 7.7 g/dl. The initial hdl result was 21 mg/dl and the repeated result was 50 mg/dl. The sample was repeated as the questionable results were compared to previous results for the patient. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative replaced a valve for the rinse mechanism and performed a cell blank measurement to verify the instrument was performing within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.